Event description:
Tibial baseplate packaging looked compromised. When opened there was an adhesive glue like material bonding styrofoam to package insert. An exact replacement was immediately available.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual evaluation of the returned device packaging confirmed that inner blister tyvek lid was attached to the top layer of packaging foam from the void-filling and heat sealing process. No patient involvement so no review of medical records performed. The investigation concluded that foam packaging being stuck to the inner blister tyvek lid of a triathlon ts baseplate was caused by a known packaging issue. The raised foam during the sealing operation allowed for excessive contact of the sealing tool with the inner lidstock and packaging foam resulting in sealing or melting of the lidstock to the foam. It is related to a void-filling approach to sterile product packaging. Packaging innovation is aware of this, and has issued a memo. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these events will not be addressed through a design change. The reported event regarding the foam packaging being stuck to the inner blister tyvek lid involving a tri ts baseplate size 3 was confirmed.

Event description:
Tibial baseplate packaging looked compromised. When opened there was an adhesive glue like material bonding styrofoam to package insert. An exact replacement was immediately available.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.